Event description:
During angioplasty of an lad (left coronary), a dissection occurred. A coronary stent was placed according to MFR's guidelines, when removing the balloon catheter that deployed the stent, the stent did not stay in place in the lad and was pulled into the left main trunk of the artery. The stent was deployed there. A surgical consult was obtained and resulted in open heart surgery.device labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was not evaluated after the event. Method of evaluation: no data. Results of evaluation: no data. Conclusion: no data. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. The device was not destroyed/disposed of.